Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection and visual evidence provided by the site revealed a previous sheath repair of the strain relief was worn out and a new damage to the outer sheath of the driveline. After the previous repair was removed, it was observed that the inner lumen was damaged exposing the intact wires. Of note, information provided by the site indicate the patient performed a self-repair. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline sheath was damaged and an old repair had worn out. Additional tape was placed on the driveline by the the clinic/patient. The old tape was removed. There was damage directly after the strain relief and the strain relief was broken into three parts. There were totally exposed wires found at the first damage of the strain relief and one additional crack in the outer sheath approximately 30 centimeters from the strain relief. The patient was admitted and servicing was performed. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.